Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle on a bd¿ insulin pen needle broke ¿close to the patient¿s skin¿ during injection and remained in the skin for three days. There was no report of serious injury or medical intervention.

Manufacturer narrative:
No samples or photos were returned for analysis. No lot history review can be carried out as lot number is unknown. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.